Event description:
This is a report of a patient who had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient had a break in aseptic technique described as the patient made a mistake and did not wear their mask. The patient was hospitalized and diagnosed with peritonitis. The patient was treated with injection amikacin (125mg, frequency and route not reported) and injection fortum (500mg, frequency and route not reported). At the time of this report, it was unknown if re-training on proper aseptic technique had occurred. The patient was recovering from the peritonitis. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.